Event description:
It was reported the initial screw broke during implantation. The screw was removed and replaced with a larger screw. Patient outcome: no adverse effects reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
A visual examination confirmed the reported event. The head of the screw was disengaged from the shaft. A review of the DHR indicated that there were no dimensional, functional, or material anomalies reported at inspection. Due to the condition of the returned screw a functional evaluation could not be performed. Although the cause of damage could not be confirmed, the probable underlying cause for the damage is loss of mechanical integrity leading to deformation of the supports and ultimately disassembly.